Manufacturer narrative:
Device codes: (B)(4) pertains to the implantable neurostimulator (ins), s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 05-sep-2022, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 12-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the healthcare provider (hcp) replaced 2 implantable neurostimulators (inss) and 2 extensions per the patient's family request on (B)(6) 2020. Some impedance concern was noted from a neurology appointment in the past. Since this hcp has been seeing the patient, they have taken impedances in all positions and movements and could not get any issue to surface. They reported the hcp does not think there is anything wrong with the system or products but would like them analyzed for confirmation and due diligence. They will be sending the 2 ins's and 2 extensions for analysis. Impedances were checked prior to the case and after the case and were all fine. At one point during the case, there was an anomaly and they re-ran the impedances and were all fine. When attempting to communicate with the communicator in the "holding" area, they had difficulty communicating but was able to right away in the operating room. They attributed this to positioning of the ins's. The ins's were located more laterally, armpit area and a little deeper than normal in certain positions. The family is suspicious of the system functioning and they explained positioning and depth are likely for communicating concern. They remember seeing the family a couple years ago when the patient had a recharger and the family was not happy with recharging. It was confirmed multiple records have been created to address the family's concerns in the past. No patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis of ins, s/n: (B)(6), found no anomaly. Analysis of extension, s/n (B)(6), found the extension body outer insulation melted. Analysis of extension, s/n: (B)(6), found the extension body outer insulation melted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type implantable neurostimulator, product ID 3708660, serial# (B)(4) implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type extension, product ID 3708640, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the no cause of the issue was determined.